Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: 7495-51, serial/lot #: (B)(4). Product ID: 7495-51, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an infection surrounding the right side lead. This required the right side system to be explanted. No contributing factors or causes were known. No diagnostics/troubleshooting was known. The issue was resolved at the time of the report. No further complications were reported as a result of this event.